Event description:
It was reported that an o-ring was on the pneumatic tap. Customer¿s blood glucose level was 198 mg/dl. No additional product or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.